Event description:
It was reported that the implantable neurostimulator turned on when the patient was "in the environment" of a large satellite and that the patient felt an increase in stimulation when he was closer to the satellite. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).